Manufacturer narrative:
Product analysis as found condition (condition of returned device): an axium prime coil was returned for analysis within a shipping box and within a sealed biohazard pouch. The axium prime coil was returned with introducer sheath. Visual inspection/damage location details: the actuator interface was found to intact and attached to the coupler tube. There did not appear to be evidence of mechanical detachment using an instant detacher at this location. The axium prime pushwire was found to be kinked at ~58.0cm, from proximal end. The coin was found still against the lumen stop. The shield coil was found intact with the implant coil still attached. The implant was found to be stretched and damaged. No other anomalies were observed. Testing/analysis (including sem reports): the axium prime coil was then used for testing with the instant detacher. No difficulty was experienced inserting the pushwire into the instant detacher, and the load indicators were not visible when the pushwire were fully seated in the instant detacher cap. The implant coil was detached without issue. Conclusion: based on the analysis performed, the customers report of ¿non-detachment¿ was confirmed as the pusher was returned with the implant coil still attached. However, the implant coil was successfully detached mechanically during testing. The likely cause for the non-detachment is the kink found on the pusher, causing the release wire to become stuck. The implant coil was found damaged, and the pusher was found bent/kinked. Possible causes for coil and pusher damage are patient vessel tortuosity, device was not hydrated, continuous flush was not administered during procedure, advancing device against resistance or damaged during shipment. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the lesion location was the anterior communicating artery. The cause of the non-detachment was not determined. Prior to coil non-detachment, no issues were encountered. There was no pushwire damage observed after removal from the patient. Coil embolization was performed, with the apb-1.5-2-3d-es selected for finishing. The coil was advanced into the aneurysm but could not be detached. The coil was then removed and replaced with a new one to complete the procedure.

Manufacturer narrative:
B5: additional information added to event summary. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that an axium prime bare coil did not detach. The coil was replaced with a medtronic product to complete the procedure. No patient symptoms or complications were associated with this event. The patient was undergoing coil embolization surgery for treatment of an unruptured, saccular, aneurysm with a max diameter of 5 mm and a 2 mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was minimal. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The physician did not attempt to detach the coil with an instant detacher. Three manual hypotube detachment attempts were made. The physician did not try to detach with another instant detacher.